Event description:
Pt. Underwent extracorporeal shock wave lithotripter on 6/28/93, 2700 shocks were used. Pt. Dismissed about 200 pm. Pt. Returned to same day invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: inherent risk of procedure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.